Event description:
It was further reported that the cause of the event was a rsd flare up. It was noted that interventions include medication management of the symptoms. It was reported that patient symptoms include increase pain and burning in bilateral lower extremities. It was noted that the patient did not require hospitalization due to the event and recovered without sequelae.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was implanted for reflex sympathetic dystrophy (rsd) in their chest, but the surgery caused the rsd to "move" to other areas of the patient's body. It was noted that no one managed the patient's ins since "2 weeks post implant". It was reported that the patient experienced chest pain prior to implant. It was further reported that the ins made her complex regional pain syndrome (crps) and rsd "go crazy" after the initial implant. It was noted that the patient had to stay in the hospital for 4 days and the pain level was "insane". It was reported that the ins caused the patient's crps to "kind of freak out" and the rsd "go crazy" in the patient's legs and back because the surgery "kind of back fired". It was noted that the ins made her symptoms (chest pain and trouble breathing) go away after implant.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).